Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The tip, balloon, inner/outer shaft and hypotube were microscopically and visually inspected. Inspection revealed a complete separation in the hypotube located 16mm from the hub of the device. The fracture faces were ovalized, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 29-may-2019. It was reported that crossing difficulties were encountered. The 90% stenosed, 8mmx3.5mm, target lesion was located in the moderately tortuous and calcified right coronary artery. A 5.0mm x 8mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment.